Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as the lot numbers from original surgery were not provided.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery is unknown. The revision surgery occurred because of a reported hematoma. It is unknown if the patient fell or what exactly occurred. During the revision, the original patella and tibia insert was removed and replaced with new components.